Event description:
Related manufacturer reference number: 2017865-2023-16805 it was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. Programming changes were made to restore normal parameters, but ultimately the ICD and rv lead were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of an impedance and capture anomaly was confirmed. The device image was reviewed and a gradual increase in impedance measurement was observed. This is indicative of a potential lead issue, or the lead not being fully secured into the header and loosened over time, which is consistent with the reported field events. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.